Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the patient, who reported that the iol was replaced with a single focus iol and has restored most of the vision. The replacement iol was placed in a less desirable "surface" location. According to the patient the location was on top of the structure in which the original iol had been placed. The removal and subsequent need for an alternative implant location made compensating for astigmatism impossible without glasses.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the patient that two doctors have conducted exams on the lens. They indicated the condition of the eye is fine and not playing a factor in the failure. However, they also indicated that it is their finding that I fall into a roughly nine percent of patients in which the lens fails to work. In my case I still have blurred vision at all ranges. Further information was provided by the patient indicating that the eye continues to degrade, he was given eye drops and the eye appears to be getting sore similar to a bruise from them. According to the patient "I could not read anything at all yesterday with the implanted lens and could not drive were it not for the remaining unimplanted left eye I now depend on."

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that one month following a cataract removal and intraocular lens (iol) implant procedure, "I am functionally blind in the eye, unable to read street signs or read." Additional information was provided indicating that consumer is having severe headaches and he is seeking medical help to determine their cause. Given the area where the headaches begin is the back of head and they maybe impacting the vision.